Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 21apr2020. B4: 27apr2020. Serial number 100279002 provided. The customer determined that the touchscreen needed to be replaced. The touchscreen was ordered and the customer indicated they would repair the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17jun2020. B4: 18jun2020. The touchscreen was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.